Event description:
The customer contact reported, the device was found delivering a rate different than the originally programmed rate resulting in the patient receiving more medication than intended. At 1357 while in the emergency room, the primary line of the device was programmed to deliver heparin 20,000 units/500ml at a rate of 26.5ml/hr and vtbi (volume to be infused) of 500ml and the delivery was started. Reportedly, the nurse had difficulty entering .5 when programming the rate. At 1800, the patient was transferred from the emergency department to the telemetry unit. At 1815, the telemetry nurse noted, the device displayed a rate of 81ml/hr and a volume infused of 338ml. At this time, the nurse noted that the heparin container was more than half empty. The delivery was stopped. The device was removed from clinical service. The physician was present and the patient was treated with protamine 10mg IV. It was reported that between 2000 and 2040, the patient received protamine 5mg every 5 minutes for a total of 40mg. At 2130, an unfractionated heparin level was drawn. The customer contact indicated, the patient's vital signs remained stable and there were "no effects." The heparin therapy was discontinued. On (B) (6) 2010, the patient's therapy was changed to an unspecified concentration of lovenox. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. The device maintained the programmed rate throughout the testing procedures. This report represents all the information known by the reporter upon query by hospira personnel. (B) (4).